Manufacturer narrative:
General information: we received a complaint about one gk384r --> ceramic electrode tip l-hk f/gk372r.the instrument arrived in a decontaminated condition and it is available for investigation involved component: gk373r inner tube w/handle for gk372r, batch number is unknown. Consequences for the patient: intra-operative medical intervention was necessary --> x-ray. Investigation: the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the instrument. Here we found unknown residues. Additionally we detected a loosened ceramic body gk384200 with hook gk384202 from the adapter with guiding lug gk384201. The fracture surface shows no pores, foreign bodies or other anomalies. We detected one broken off fragment. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the visible damaged ceramic electrode tip gk384r was caused by an improper handling in recovering the tip. Regarding the statement of the customer: "the surgeon retrieve the tip with biopsy forceps but the sharp tooth of the biopsy forcep created damage at the l-hook tip ceramic protective coating." Probably the deviation "tip disconnected" means the loosened ceramic body gk384200 with hook gk384202 from the adapter with guiding lug gk384201. There is also the possibility that the "tip" of the statement means that the instrument gk384r is meant in combination with gk373r. Therefore a disconnected tip means that gk384r was disconnected from gk373r. This fact is unfortunately not evident. Due to the statement of the customer: "I was told that the doctor manipulated the instruments handle that might release the tip while trying to pull it out.", it appears for an usage error. The reason for the stucked instrument could not be determine. Possibly it could caused due to an improper handling.

Manufacturer narrative:
(B)(4). Investigation results: no product at hand. The hospital is doing their own internal investigation. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Unfortunately due to a lack of data and without the product we can not determine the exact cause. According to the quality standard a material defect and production error can be excluded. Probably the "tip" used in the statement means that the instrument gk384r is used in combination with the handle gk372r. Therefore a disconnected tip means that gk384r was disconnected from gk372r. Due to the statement of the customer: "I was told that the doctor manipulated the instruments handle that might release the tip while trying to pull it out." It appears to be a usage error. The reason for the stuck instrument could not be determined. Possibly it was caused due to an improper handling. If further investigations are required, the product should be provided for examination. Furthermore according the instruction for use (IFU) the following points must be observed: "securing the handle lock against unintentional release of the working tip / risk of injury to the patient due to intraoperative release of the working tip! Check that the working tip is securely fastened and locked". A CAPA is not necessary.

Event description:
It was reported that there was an issue with a ceramic electrode tip. L-hook electrode was used for cauterization and it got stuck and dr tried to pull it out. She tried to manipulate the stuck hook and the tip got disconnected. Dr then tried to retrieve it with biopsy forceps. Dr was able to retrieve the tip but the sharp tooth of the biopsy forcep created damage at the l-hook tip ceramic protective coating. The ceramic piece was left at the patients body so they conducted x-ray to make sure there is nothing left from the patients body. I was told that the doctor manipulated the instruments handle that might release the tip while trying to pull it out. There were no additional intervention required after the x-ray showed that all pieces were removed from the patient. Additionally the device is not available for evaluation as the hospital is doing their own internal investigation. The facility will discard the device once the investigation is complete. An additional medical intervention was necessary (x-ray). The adverse event is filed under aag reference (B)(4).